Event description:
It is reported that a customer received a 15 no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer spoke to a trainer who assisted them with making the proper adjustments to the sensor settings and the alarms are functioning as designed. The customer declined being transferred to the help line. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.